Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (2 gm every five days for three weeks) for peritonitis. Dianeal therapy remained ongoing. On an unreported date the patient was re-trained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported the patient was started on intraperitoneal vancomycin (2gm every 5 days) six days after event onset for peritonitis. Twenty days after the start of the antibiotic, vancomycin was discontinued. Should additional relevant information become available, a supplemental report will be submitted.